Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low leak alarm had occurred. The customer requested onsite repair but later cancelled it. No further service was provided. The customer cancelled onsite service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.